Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 2,700 units. There are no units in stock in b. Braun surgical's warehouse. We have received 118 closed and one open sample with the needle detached form the thread and the thread still wound on the pack. The thread end of the open sample has been visually analyzed and it seems that the thread was not attached correctly to the needle and it loosened. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received do not fulfill the requirements of the european pharmacopoeia. In four of the closed samples received the needle has detached from the thread when opening the pack. Reviewed the batch manufacturing record, this product had an incidence during the process but the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monoplus suture. The customer reported that the needle had already detached from the thread when the package was opened. There is no patient involvement, this issue was found before use.